Manufacturer narrative:
The investigation conducted by the field service engineer confirmed the customer reported problem was associated with the digitizer. The digitizer converts the analog video images recorded by the camera into a digital format so that it can be transmitted over the fiber-optic cable and combined with other images. The system was repaired by replacing the affected digitizer. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital

Event description:
It was reported that while preparing for a da vinci s prostatectomy procedure, the customer experienced a green tint in the left eye of the surgeon side console high resolution stereo viewer (hrsv). With the assistance of an isi technical support engineer (tse) the site replaced the camera cable and camera head, however the green tint continued to occur. The tse had the site restart the camera controller unit and attempt to black and white balance the image, however it was discovered that the camera cable was disconnected from the ccu during the initial camera cable exchange. The patient was under anesthesia for approximately 2.5 hours when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.